Event description:
A malfunction was reported, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided guidance to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue appeared again.